Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. In the logs, the 32056 error was found indicating axes controller, arm (aca) in usm2 failed to initialize i2c device on the unit yaw axis, confirming the fault occurred in the field. The unit was installed onto a test platform where agc current test and sensor check failed on the yaw axis. Once testing was completed, the yaw searchlight printed circuit assembly (pca) and yaw flat flex cable (ffc) were verified to be the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to a component failure of the yaw searchlight pca and yaw ffc within the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the nurse informed that during the setup of the operating room, upon activating the robotic system, the system displayed recoverable fault code 32056, preventing recovery and only allowing the deactivation of arm 2. After following the technical service engineer (tse) instructions, the fault persisted, requiring the replacement of arm 2. The medical team decided to cancel the procedure and reschedule it today after repairing the robotic system. The patient is not involved. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause could not be determined at this time.